Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a liver resection, the device did not adequately seal. There was bleeding during the procedure, but no patient injury resulted. Another device was used to continue the procedure.